Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a lens implant, the posterior capsule tore, the lens was removed and replaced intraoperatively with another model lens. No additional information was provided. Additional information has been requested but has not been received to date. Reference MDR #2031924-2013-00007 for the intraocular lens.